Manufacturer narrative:
Contact was not made with customer to obtain add'l info regarding this event at the time of filing. More attempts to make contact with the customer will be made. The product involved in the complaint was not returned for evaluation / investigation at this time. Therefore, no conclusion can be made as to the cause of the event. However the customer stated the inner electronics of the power adapter housing are exposed, which is a safety risk. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handing process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating / melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.

Event description:
The customer reported to customer service when she removed the power cord for her breast pump from the wall, the casing cracked apart at the corners and the circuit board and its wires all fell out.